Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) MFR the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the stockert s5 system displayed an error message that "the batteries cannot be charged" post procedure. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the stockert s5 system displayed an error message that "the batteries cannot be charged" post procedure. There was no pt involvement.